Event description:
Reporter called to report a continuing issue with her son's infinity feeding pumps. The reporter stated that she has returned 5 pumps and is currently on her 6th device and all have had the same issue. Reporter stated that all the pumps overfeed her son. She said the pump will feed the whole bag and then beep to add more feed; however, the pump is not running at the appropriate setting that she is programming it to run and instead it is overfeeding her son. Reporter stated maybe it's a calibration issue, but she's familiar with programming these pumps and knows that the pumps are giving out too much volume. Reporter stated the pump should not empty an entire feeding bag. Reporter stated that she's spoke with the dietitian and the rn and has showed them the issue and they have confirmed with her the pumps are not working right. Reporter would like the manufacturer to fix this issue so she can return to using these type of pumps. Reporter stated she is currently using a backup device.